Event description:
It was reported that the user picked up the ilet pump and it fell apart, with the housing completely cracked open, consistent with a physical damage and enclosure integrity issue. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities of daily living. Investigation included customer interview and logistical replacement. Investigation of this case revealed a cracked and separated device housing consistent with external stress damage to the enclosure, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.